Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event as previously reported due to the report of postoperative bleeding, which could potentially be related to a product problem. Updated from "adverse event" to "adverse event and product problem" annex g updated to "g0405214 - staple".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D-15 the site discarded the sureform stapler60 instrument and the reloads involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. A review of the instrument logs for the procedure date of (B)(6) 2021 has been performed. Logs indicated that sureform stapler60 instrument part number 480460-09, lot l91200413-0066 fired eight reloads (2 green followed by 6 blue). All firings were completed per the logs. Number of pauses for compression during the firings ranged from 0 to 2. There were no incomplete clamps in the procedure. No images or videos of the event were shared for review. This complaint is being reported due to the following conclusion: it was reported that after completion of a da vinci-assisted a revision sleeve gastrectomy surgical procedure, the patient allegedly experienced internal bleeding. As a result, the patient underwent exploratory laparoscopic surgery. At that time, a staple line leak was identified, which was repaired with metal clips. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is not applicable because the product is not implantable.

Event description:
It was reported that after a da vinci-assisted revision sleeve gastrectomy procedure, the patient allegedly experienced internal bleeding. As a result of the bleeding, the patient required a second surgical procedure. On 20-jan 2021, intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the post-operative bleeding was identified after a revision sleeve gastrectomy procedure which was performed on (B)(6) 2020. The sureform stapler 60 instrument and reloads used during the procedure were inspected prior to use, and nothing out of the ordinary was observed. The stapler was in use for approximately 30 minutes during the procedure. No errors/messages were generated when the surgeon was performing stapling. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. It is unknown which stapler fire is associated with the alleged complication. The staple line was inspected and observed to be completed and intact, but was bleeding a bit. The surgical staff applied third party metal clips on the top of the staple line to address the intra-operative bleeding. A leak test to confirm the integrity of the anastomosis was not performed. There were no malformed staples. The tissue was not calcified and was not exposed to any radiation or chemotherapy prior to the procedure. It is unknown whether there was any tissue tension or bunching. The initial surgery was completed robotically. Although the intra-operative blood loss was addressed with the metal clips, post-operative bleeding continued after the surgery. The surgeon believes that the cause of the intra-operative and post-operative complications was that the staple line is ¿not efficient enough without seamguard¿. The patient experienced hemorrhagic shock, and a total blood loss of 0.7 liters (l). A resuscitation measure, and transfusion of six red blood cell packs and six plasma packs were administered. The bleeding originated from the staple tissue. The staple line was inspected prior to the application of the metal clips. The staple line was intact but it was bleeding. The patient did not undergo a defibrillation when the post-operative complications occurred. An additional laparoscopic procedure with suction and irrigation of 30 l of water was performed to address the blood loss, and another manufacturer's metal clips were applied. The patient's current status was reported to be normal. The following patient demographics were provided: male, (B)(6) years, (B)(6) kilograms. The patient has had a previous sleeve gastrectomy. The location of the bleeding was the gastric pouch, gastro-jejunal anastomosis. The anastomosis was performed hand-sewn with two layers. The linear stapler was not used. The surgeon did not leave a drain and did not perform an upper gi after the first procedure. The patient underwent a sleeve gastrectomy in the past.